Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received an insulin flow blocked alarms multiple times. Troubleshooting for insulin flow blocked was performed. The customer's blood glucose level was 27.8 mmol/l at the time of the incident. It was reported that the customer had no documented complaints in regards to insulin flow blocked alarm but they stated that they have tried all remedies. It was reported that the customer had used multiple type of infusion set and was not confident with the insulin pump anymore. It was also mentioned that some infusion set had bent cannulas. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked/no delivery alarm noted during testing. Unit was received with scratched case and minor scratched lcd window.